Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient faced an event of occlusion with an infusion set and was alerted by an alarm 2a followed by alarm 26a and it was found that the blockage was likely located at the site. The patient changed the infusion set and resumed insulin therapy. No further information available.